Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated with additional information received. H6 conclusion/imdrf annex d coding updated based on all available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the study assessment of the patient diplopia event conclusion was adjudicated to indicate the event had a causal relationship to the procedure and remains possibly related to the device and/or antiplatelet treatment. The site assessment conclusion has not changed, thus it is indicated the site conclude the event had a causal relationship with the patient disease under study/aneurysm and was probably related to the procedure and possibly to the device.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported patient symptom of diplopia was resolved and patient recovered as of 22-sep-2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the action of release of restrictive myopathy in both medial rectus muscles on (B)(6) 2025 was done.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Maximum diameter 23 mm, dome height 23 mm, dome width 21 mm, neck size 8 mm. Parent artery diameter distal to aneurysm was 4.9 mm. Parent artery diameter proximal to aneurysm was 4.5 mm. Significant stasis was noted at the end of the procedure. Complete neck coverage at the end of the procedure was noted. Post implant aneurysm occlusion (raymond and roy) at the end of the procedure was class 3. The access vessel was the right femoral artery. Rist was not used. The study device was successfully implanted in the subject. Wall apposition was achieved. The side branches were covered by the pipeline (ophthalmic artery. No device flattening or twisting was identified. The site reported at 1 year follow-up a r&r of class 2. No parent artery stenosis, complete neck coverage, and complete wall apposition. Class 2 was also reported at 180-day follow-up imaging. Dapt (dual antiplatelet treatment) was administered (pru level 169%). Ancillary devices: reason coil(s) were used aneurysm felt too large to treat with primary flow diversion, primary guide catheter used bmx 96x90cm, primary intracranial support catheter phenom plus, primary microcathetermedtronic phenom 027.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the event was probable to index procedure, possible to device, and causal to disease. Core-lab has reported residual neck. Follow-up angio from (B)(6) 2024 showed the aneurysm appeared partially thrombosed with a residual neck filling.